Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient reported intermediately poor hearing impression since (B)(6) 2014 / (B)(6) 2015. With pressure in the area of ground path electrode the patient had a good hearing impression. In 2016 a surgery took place to fill up the mastoidectomy with fat and closing the electrode channel with bone dust; however afterwards the same problems occured as before. The patient has been explanted on (B)(6) 2017. The electrode array has been left in the cochlea for later re-implantation.

Manufacturer narrative:
Device investigations on the received parts did not reveal any device defect or problem. During investigation the device operates within specification. Based on the in situ measurements whilst implanted and the investigation results, the reported issue was most likely due to air bubbles or bad contact to the connective tissue above the reference electrode. This is a final report.

Event description:
The percipient reported intermediately poor hearing impression since end 2014 / beginning 2015. With pressure in the area of ground path electrode the user had a good hearing impression. In 2016 a surgery took place to fill up the mastoidectomy with fat, closing the electrode channel with bone dust and put fascia between housing and skin flap; however afterwards the same problems occured as before. The user has been explanted on (B)(6), 2017. The electrode array has been left in the cochlea for later re-implantation.